Event description:
It was reported that the patient presented in new clinic for the first time. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited failure to interrogate. It was suspected to be possible premature battery depletion. No intervention was made. Patient condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted. The patient was discharged.